Manufacturer narrative:
Product eval: the product was returned for analysis and the reported complaint for haptic broken/torn/missing was observed. However, no "crack" was observed on the optic. Add'l damage was observed to the lens. Results from the product history record review indicated the product met release criteria. Add'l observations were as follows; blood and solution are dried on the lens. One haptic is bent at the gusset/distal areas due to the condition of the returned sample. The other haptic is broken/torn and is adhered to the optic surface. The optic is scratched/marked-rejectable. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, one of the haptics was missing and the optic was cracked. The lens was removed during the same procedure and the pt experienced severe corneal edema, for which the pt was treated with medications. In a f/u, the surgeon reported the event resolved with treatment. A refractive enhancement (unspecified) was performed 11 days after the implant procedure.